Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear silicone insulation of the hot jaw. A microscopic evaluation was conducted. The clear silicone insulation on the cold jaw was observed to be peeled away from the cold metal jaw. No detachment of the clear silicone insulation on the cold jaw was observed. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break;jaw" was not confirmed, however, the analyzed failure "peeled; delaminated;jaw" was observed. The lot # 3000351374 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws coming apart during svg harvest. The power setting was 3. Device had energy and cutting seemed ok. The jaws were not open (even slightly) during the insertion of the tool into the cannula and no resistance noted while inserting the harvesting tool into the cannula. Device removed and set aside. A new device was used to complete the procedure. There was a slight delay while opening a new device. No part of the product was left behind in the patient. There was no harm to patient.